Manufacturer narrative:
Though requested, additional pt information was not provided.

Event description:
Reportedly, during pt use, the alarm did not stop and the alarm silence led continued to flash. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.